Event description:
It was reported that the user repeatedly paused insulin delivery on the ilet after seeing automated corrections and certain meal announcements, which interfered with algorithm learning and contributed to a subsequent hyperglycemic event. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alarms, and completion of troubleshooting and education. Investigation included review of device report logs and user coaching on proper use of the insulin pause feature. Investigation of this case revealed user-related interruption of therapy that impacted automated dosing performance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pausing insulin delivery during algorithm-directed dosing.